Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that station froze intermittently with black screens with suspected application crash. A technical support specialist (tss) performed comprehensive troubleshooting on multiple stations, including checking configurations, reviewing logs, repairing the application, backing up and rebuilding the station database, and resyncing with the server. Although server logs showed intermittent data sync communication errors, product support engineer (pse) confirmed no significant server-side issues and normal behavior during purge cycles. Analysis of station logs indicated application crashes, particularly after printing activities, aligning with knowledge article, med app crashes when running device report. No consistent error pattern was identified across devices. The issue was determined to be likely station level application related, and the customer later confirmed that no further issues were reported. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, stations on version 1.4.4 intermittently froze or went to a black screen across multiple units occurred randomly during active use. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.